Event description:
The lay-user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic in may 2006 at 1:00 pm, the patient reportedly obtained a reading of "342 mg/dl. "Based on that reading, the patient gave himself 2 units of sliding-scale novolin insulin via his insulin pump. The patient then rechecked his blood glucose 40 minutes later after developing symptoms of "trembling hands and sweating." The patient reportedly obtained a reading of "62 mg/dl" and ate lunch. Soon after, his symptoms went away. The called lifescan since he could not understand how his blood glucose could drop so much in 40 minutes. The customer care advocate (cca) walked the patient through the meter's memory and noted actual results of "300 and81 mg/dl." The patient denied receiving medical attention. Thecca verified that the patient was using the correct technique for testing his blood glucose with the reported meter. The patient was using blood samples from his fingers and was cleaning the puncture sites correctly. The patient declined to have his meter, test strips, and control solution replaced. This complaint is being reported due to the following conclusion: the patient obtained a relatively elevated blood glucose reading on the meter, treated himself with sliding-scale insulin, and then suffered symptoms that could be consistent with hypoglycemia. The patient ate food to relieve his symptoms of low blood glucose.